Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support specialist (tss) advised the customer recalibrate. The aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the failure of the proficiency test.

Event description:
On (B)(6) 2015, a customer reported failed pth cap survey on the aia-360 instrument. The customer is unable to run patient samples on pth technical support specialist (tss) advised the customer recalibrate. Technical support specialist (tss) addressed the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.